Event description:
Caller reported a cartridge alarm, but the issue did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Caller had experienced cartridge alarms with consecutive cartridges, prompting customer technical support to proceed with replacing the pump. Caller was advised to use multiple daily injections (mdi) as a backup therapy and is expected to receive a replacement pump with updated software. Customer technical support provided instructions on storage mode and return procedures for the problematic pump, which the caller acknowledged. A replacement pump was sent to the caller, with a signature required for delivery.